Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the equipment and confirmed the reported complaint. The on/standby switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the on/standby switch was not working. On/standby switch symbol was appearing on the display, during pre-use checkout. No report of patient involvement.